Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the physician successfully achieved hemostasis with the angio-seal device. After a 6-hour resting, the physician confirmed that there was no problem around the puncture site. Later on, a nurse checked the puncture site as well and no issue was found. Next morning, the physician observed that the puncture site swelled up. According to ultrasonography, the physician confirmed hematoma but no bleeding. The estimated blood loss was less than 250 cc. The patient recovered well and was discharged from the hospital. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no other equipment or devices being used with the reported product. There was non - serious health damage to the patient.